Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during device preparation of this disposable pressure transducer, the pressure tubing detached and fell off. The device was then contaminated due to the detachment. Patient demographics unable to be obtained. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Added information to section d4 (lot number, expiration date), h4 (manufacturer date) updated section d9, h6 (investigation findings) and h6 (investigations conclusions). Finally, no product was received for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process, there are internal controls to avoid potential causes related to the related malfunction. Patient demographics unable to be obtained.